Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed non-malignant pain and other non-malignant pain. It was reported that the patient was admitted to the hospital and was actively coding. The healthcare professional wanted to know how long the medication in the pump lasts. The patient arrived at the hospital in an altered mental status, in septic shock and hypotensive. The change in therapy/symptoms was considered sudden. The event date was reported as (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.